Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay device evaluation and additional information. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 3331, 4111 and 4109. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The products were returned for investigation. The reported event is confirmed. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1218774). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1218774) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. Based on the investigation and risk file review, the most likely cause determined from the investigation is implant not placed properly; clinician error, excessive external lateral forces due to accident or injury (i.e.: auto accident) and excessive loading on abutment/implant assembly, abutment over-prepped, incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use and improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b3: date of event was corrected. B4: date of this report was updated. D6: device implant date was corrected. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided. Additional PMA/510(k) number ¿ k011028, k013227. Fax number and last/given name unknown / not provided.

Event description:
It was reported that the implant at tooth site # 5 fractured at the collar and was removed.